Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 275 ¿g/m vicryl. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Related medwatch reports: 2210968-2022-05468.

Event description:
It was reported that a patient underwent a perineal closure and suture was used to sew the perineal skin with continuous intradermal sewing method. Four days after surgery, the wound was found split. There's no tension with the suture, but the suture knot is still there. Then the wound was sewed again. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 8/3/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h6 component code: g07002 reported condition not confirmed. Additional h3 investigation summary: the product was returned for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned sample determined that one packet of product code vcp397h was received for evaluation. The unopened sample was examined visually for appearance, color package, continuous seals, seal margins, over-sealing in order to determine if the samples are original. No abnormalities were noted on the package. In order to evaluate the conditions of the returned sample, the packet was opened, and the swage and attachment area was noted to be as expected. The suture was dispensed without problems and examined along the strand and no defects, damage, or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The device performed without any defect noted. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.